Manufacturer narrative:
The reported issue was confirmed. The root cause was not isolated. It was noted that the arctic sun device in biomed shop that was giving floor a low flow and air leak alert. Transferred with ttm remote support for further assistance and trouble shooting. Biomed noted this device was returning to bd for 2000 hour service. It has not been shipped yet and was unsure of patient involvement. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device in biomed shop that was giving floor a low flow and air leak alert. Transferred with ttm remote support for further assistance and trouble shooting. Per follow up information received via task on 21nov2024, spoke to biomed who noted this device was returning to bd for 2000 hour service. It has not been shipped yet and was unsure of patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device in biomed shop that was giving floor a low flow and air leak alert. Transferred with ttm remote support for further assistance and trouble shooting.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Alert 01 (patient line open) seen in event log. Primed to fill in decontamination. Failed circulation pump. Serviced the circulation pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the mixing pump, replaced heater, both manifold o-rings, double bend tube and the chiller evaporator outlet tube. Replaced the control panel coin cell due to age, applied a shock sensor to the lower bracket, applied loctite to all 4 casters, and corrected the orientation of the chiller ground stud star washer. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device in biomed shop that was giving floor a low flow and air leak alert. Transferred with ttm remote support for further assistance and trouble shooting. Per follow up information received via task on 21nov2024, spoke to biomed who noted this device was returning to bd for 2000 hour service. It has not been shipped yet and was unsure of patient involvement.